Event description:
In 2009, the patient reported that she went to the hospital today due to elevated blood glucose of 592 mg/dl. Her infusion device was replaced two days prior, however, she continued to use it and she also used injection therapy. She stated that she did not believe the infusion device was delivering insulin. She was assisted in setting up the replacement infusion device. Product was requested to be returned for evaluation.